Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 5.6 cm from the connector pin and exposed the proximal coil which resulted in the reported over sensing. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that inappropriate charging of the patient's implantable cardioverter defibrillator (ICD) occurred due to ventricular oversensing.